Event description:
A customer reported experiencing high blood glucose level displayed as "high"; although specific value was not provided. The customer administered a correction bolus via their pump and was instructed by technical support to inspect and replace supplies as necessary. Technical support recommended consulting a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer planned to monitor their condition and reach out again if needed.